Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. It was also noted that there was an error in the update history and the keyboard was damaged. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head connection was faulty. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was also noted that there was an error in the update history and the keyboard was damaged.